Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection", seroma.

Event description:
Healthcare professional reported breast seroma. Healthcare professional later reported infection. This record is for the right side. Device was explanted and discarded.